Event description:
During remote follow-up, noise which resulted in oversensing was observed on the right ventricular (rv) lead. Lead damage is suspected but not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.